Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The device logs were reviewed and showed initial signs of poor coupling that were corrected by the user. Shortly after correction, the mfc became disengaged from the device (not apparent if this is intentional) for approximately 15 minutes before being reattached just prior to device shutdown. The device was subsequently tested with no faults identified. Based on the evaluation results, the device was determined to be functioning as intended, and it appears the customer was able to correct the coupling related advisories. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.